Event description:
It was reported that there was high thresholds on the right atrial (ra) and right ventricular (rv) leads few days after implant. The leads were repositioned. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead impedance out of range undefined. There were 108 ventricular sic occur since (B)(6) 2012. All impedances rise to infinite on a single day, (B)(6) 2012. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6944-65 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.